Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and a decrease in amplitudes. The patient is not dependent, so no asystole was observed. Shortly after these observations, a system upgrade procedure was performed. This rv lead was surgically abandoned and the existing implantable cardioverter defibrillator (ICD) was replaced. No additional adverse patient effects were reported.